Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a broken reservoir tube lip. The unit was received with minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir does not lock in place when inserted into her insulin pump; a piece was missing on the reservoir compartment ring. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that broken casing on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.